Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was under sensing on the atrial channel. One year ago, there was also no capture on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.